Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. No related errors were found in the logs. Upon visual inspection, no issues were identified that could be related to the reported event. The hrsv was installed onto a golden system, where it showed no display and a completely black screen.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, system was power off and back on before calling and issue still is present. Endoscope was also swapped out, and left eye is still back. Tse advised a hard power cycle, and this was completed. Left eye is still black. Surgeon was not going to use system at time of call and would need both eyes for case. System is currently down as left eye is no-longer working and is black. Dv5 is available and case might be switched over to the dv5. Caller was not sure at time of call. At this time, it is unknown how the procedure proceeded.